Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. This complaint is being ruled-out as MDR-reportable due to the following conclusion(s): the reported meter result does not meet lfs accuracy testing criteria. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.